Event description:
It was reported that the shock impedance of this right ventricular (rv) lead was high out of range at around 150 ohms. Technical services (ts) recommended lead replacement. However, the patient has been non-cooperative with device monitoring and follow-up and it was noted that the patient is unwilling to pursue surgical intervention. No further information could be provided at this time. No adverse patient effects were reported. Evidence suggests that this lead remains in service.